Manufacturer narrative:
Information submitted under medwatch # (B)(4) was in err. After reviewing the case and failing to find answers to additional investigative questions, it was concluded that this complaint should be reported. Although the provided medical records may reasonably show a history of endocarditis with a pattern of valve failure potentially resulting from it, the records do not definitively link the reasons for the current device explant to the endocarditis. Based on the additional information obtained, this event remains reportable, and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (component code, device code, and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported and learned through medical record that a 31mm 11400m mitral valve in mitral position was explanted after an implant duration of two (2) months, 4 days due to severe mitral regurgitation and dehiscence s/p mrse endocarditis. The explanted valve was replaced with another 31mm 11400m mitral valve. Per medical records, the patient developed endocarditis in the setting of mrse bacteremia and underwent redo mvr on 12/19/2023. The patient's post-operative course was subsequently complicated by partial dehiscence of the prosthesis, causing severe mitral regurgitation. Patient underwent trans-apical access and insertion of a 30mm gore cardioform device for pvl closure that was successful. Patient was re-admitted two months later with progression of dehiscence and return of severe mitral regurgitation. Intraoperatively, the prosthesis and surrounding annular tissue was grossly devoid of infection. The mitral valve was removed with some difficulty and another 31mm 11400m mitral valve was sutured in place. Cultures were negative on explanted heart valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: h6 (investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Engineering evaluation summary: an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as no details regarding failure mode of the device were provided. A CAPA/scar/pra is not required as there is no confirmed product, or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 31mm 11400m mitral valve in mitral position was explanted after an implant duration of two (2) months, 4 days due to unknown reason. The explanted valve was replaced with another 31mm 11400m mitral valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (device code, investigation findings, and investigation conclusions). A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Per drm doc-0105049, rev. E, device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. Per doc-0101337, rev p, an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per doc-0101337, rev p, and doc-0076862, rev o, a CAPA/scar/pra is not required, as there is no confirmed product, or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed including previous history of endocarditis that may have contributed to friable myocardial tissue. All pertinent information available to edwards lifesciences has been submitted.